Event description:
As reported by the user facility: event 2. It was reported the clinicians found moisture in glass ll syringe. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4), event 2. The product involved has been received for evaluation. The device evaluation has not yet been completed. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Six (6) unopened samples were returned for evaluation. The glass syringe from each kit was visually inspected per specification with passing results. There was no observation of moisture or any type of residue on any syringe. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.